Manufacturer narrative:
Investigation has been completed. Note: during investigation it turned out that the actual complained product is 30.32.06 (protasul head 32/0). Main product 30.00.49-120 (ms-30 stem) moved to associated product. Main product 30.32.06 (protasul head 32/0) added. Therefore, this report replaces the previous report MFR: 0009613350-2021-00183. Please delete MFR: 0009613350-2021-00183 from your system. Event description: it was reported that the patient was implanted with a protasul head and a g7 cup on (B)(6) 2020. Post-operatively, the patient had reoccurring dislocations leading to revision surgery on (B)(6) 2021. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: the product was discarded. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as not all devices of the product combination are known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted with a protasul head and a g7 cup on (B)(6) 2020. Post-operatively, the patient had reoccurring dislocations leading to revision surgery on (B)(6) 2021. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Neither medical records nor the protasul head were provided. Therefore, an investigation of the reported event could not be conducted and therefore the complaint cannot be confirmed. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed. Note: during investigation it turned out that the actual complained product is 30.32.06 (protasul head 32/0). Main product 30.00.49-120 (ms-30 stem) moved to associated product. Main product 30.32.06 (protasul head 32/0) added. Therefore, this report replaces the previous report MFR: 0009613350-2021-00183. Please delete MFR: 0009613350-2021-00183 from your system.